Manufacturer narrative:
Citation: reiter et al. Rupture of the aortic root: a rare but life-threatening complication of transcatheter aortic valve replacement. Wien klin wochenschr. 2017 dec;129(23-24):906-909. Doi: 10.1007/s00508-017-1272-1. Epub 2017 oct 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with severe symptomatic aortic valve stenosis who underwent implant of a medtronic corevalve evolut-r bioprosthetic valve (serial number not provided). The patient¿s medical history included coronary artery disease, hypertension, chronic obstructive pulmonary disease, stage 3a chronic kidney disease, atrial fibrillation, ischemic stroke, and considerable extent of frailty. During the implant procedure, the valve prosthesis was correctly delivered to the targeted position. Balloon dilation decreased residual paravalvular regurgitation from moderate to mild. Aortography and echocardiography revealed a properly implanted valve prosthesis with slight undersizing at the sinotubular junction in the presence of ectasia. At this point, there were no signs of aortic rupture and the patient was hemodynamically stable. After an uneventful post-implant period of 3 hours, the patient reported sudden onset of severe pain on the left side of the neck radiating to the jaw with subsequent cardiorespiratory instability. An echocardiography and carotid ultrasound demonstrated a dissection of the left carotid artery, while the aortic valve prosthesis was still adequately positioned. A computed tomography (CT) scan revealed complete rupture of the aortic wall located at the cranial margin of the implanted valve prosthesis with hematoma surrounding both pulmonary arteries and propagation along the branches of the left pulmonary artery as well as a dissection flap originating from the site of rupture down to the iliofemoral arteries involving both carotid, subclavian, and renal arteries. Due to the very poor prognosis, the heart team renounced urgent surgical intervention and the patient died from cardiorespiratory arrest. The autopsy confirmed the findings seen in the CT scan. Interestingly, circular damage was apparent at the upper margin of the valve prosthesis with a metal strut protruding through the aortic wall at the sinotubular junction as the potential origin of rupture and subsequent dissection. A thorough review of all angiography images, especially those after valve implantation and balloon dilation, showed no signs of aortic dissection or contrast media extravasation during or after the procedure. The authors concluded the possible mechanism of delayed sinotubular rupture may have been due to the dynamic mechanical force impinging on the aortic wall during the cardiac cycle, which was generated by the movement of struts at the upper prosthesis margin and was located at the site where the system had failed to conform to the full circumference of the aortic wall.

Event description:
Additional information received from the physician/author provided the valve serial number ((B)(4)), the patient weight ((B)(6)), and noted that the valve was not available for return.